Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, part of the tip-up fenestrated grasper instrument tip broke off and fell inside the patient. The fragment was retrieved immediately during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed with the initial reporter and obtained the following additional information: the tip-up fenestrated grasper instrument was inspected prior to use, and no damage was noted. The instrument was in use throughout the entire procedure, and when the surgeon was running the bowel, the tip of the tip-up fenestrated grasper instrument broke. The customer did not see any collisions with other instruments or hard materials. The instrument wrist was straightened, and no resistance was noted during removal through the cannula. The fragment was retrieved with a laparoscopic grasper out of the cannula port, and no additional surgical procedure was required. All fragments were retrieved, the procedure was completed, and no injury was noted to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting the tip broke off the instrument, an investigation was completed to determine the cause of this reported event. Although the complaint regarding a broken instrument was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during procedure. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.